Event description:
Customer reported observing the battery icon on the display screen. Additionally, the customer also noted an error 3. During returned product testing, it was identified that the unit of measurement could be changed. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter.